Event description:
It was reported the customer received seven displayable history check failed on startup alarms. The customer was advised to replace their insulin pump due to the alarms. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, and no unexpected error alarms were noted. However, the pump did have an alarm in the alarm history, and it was due to a corrupted history file. The pump had minor scratches on the lcd window, and a cracked reservoir tube lip.